Event description:
It was reported that post implant, the device was interrogated, but testing and measurements were unable to be performed through the device. The patient was over paced because the device had no sensing. The device had no capture and it would not perform an impedance measurement. The programmer was rebooted and an additional attempt to re-interrogate the device was unsuccessful. The device could not be programmed or tested. The device was removed and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. The no output condition was the result of a high leakage current internal to the u2 integrated circuit.